Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('cramp-type abdominal pain, especially before periods') and device breakage ('essure remnants') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("feeling of abdominal distension"), fatigue ("tiredness") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy with removal of both essures by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain was resolving, the device breakage, fatigue and headache outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, device breakage, fatigue and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: after essure removal: uterus with normal characteristics, with metal image in left posterior region of uterine body measuring about 8 mm and another tiny image in the right uterine wall that suggest artefacts of essure remnants. No free fluid in the abdomen. Everything else normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('cramp-type abdominal pain, especially before periods') and device breakage ('essure remnants') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal distension ("feeling of abdominal distension"), fatigue ("tiredness") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy with removal of both essures by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain was resolving, the device breakage, fatigue and headache outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, device breakage, fatigue and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: after essure removal: uterus with normal characteristics, with metal image in left posterior region of uterine body measuring about 8 mm and another tiny image in the right uterine wall that suggest artefacts of essure remnants. No free fluid in the abdomen. Everything else normal.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.